Manufacturer narrative:
(B)(4). Device evaluation: the explanted lens was discarded by the surgery center and therefore product evaluation could not be performed. The reported complaint was not verified. Manufacturing record review: a review of the manufacturing records was conducted. Results revealed the device was manufactured according to specifications. There are no associated nonconformity reports or deviations. The product met manufacturing release criteria. A search on complaints related to the production order (po) number was conducted. The search revealed that no other complaints for this order number were received to date. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 16.5 diopter intraocular lens (iol) was explanted from a female patient's left eye due to the patient experiencing a waxy vision. There was no incision enlargement and vitrectomy required. Lens was replaced with a non-amo device. The explanted lens was scrapped.